Event description:
It was reported that during a sigmoid colon surgery, during use of the circular stapler while closing the device, the anvil had slipped out of the pursestring and it came undone. The surgeon paused and opened the device to remove the anvil from the spike to re-do the pursestring while the device was not fully closed. When the device was opened, the anvil tilted prior to firing and had not been fully closed. Another reload was opened to replace the anvil and resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigcir28xt ts 2.0 sigcir28xt circ. 28mm xtr thick - (lot#n6a1175uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.